Event description:
Laboratory found that procedure is apparently subject to a severe negative interference. Lab first thought that they were experiencing a classical "hook effect." That is that the antigen concentration was so high that it was overwhelming the antibody which leads to apparent low results. This may in fact have been the case with this first sample. In scrutinizing all tsh results, the lab had found that some similar phenomenon occurs at relatively low, albeit abnormally high, tsh values. Through investigation the lab has been able to document aberrant pt results at levels as low as 30-40 microiu/ml, although they suspect that it occurs at levels much lower. The lab has found that whatever this interference is, it is not likely due to a "hook," although the apparent interference can be eliminated by dilution. It is of note that nearly all of the samples that are exhibiting this behavior reach a dilution where the results become consistent. It would appear that the results that were obtained on dilution are consistent with both of the automated procedures, performed directly on the original undiluted sample. Results on these problem samples, when run on dilution, appear to be consistent with those of the correlation study that was performed on samples that did not demonstrate the need for dilution. (*)